Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device sleeve was heavy and worn, the connector was loose, the housing was loose, the cord was damaged/scratched, the device was rotating in the safe mode, had unintended activation/motion, was making an abnormal/excessive noise, the locking mechanism was stiff/stuck, and the device had vibration. It was further determined that the device failed pretest for visual assessment, loctite assessment, safety assessment, and noise assessment. It was noted in the service order that the device could not connect to the compact speed reducer device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation update: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor device had connector and housing pin were loose, the etching was illegible, the locking mechanism was stiff/stuck, the device rotates in safe mode, unintended activation/motion, the sleeve was worn and heavy, and the hose was scratched. It was further determined that the device failed pretest for visual assessment, loctite assessment, and safety assessment. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. Correction d9, h10: subsequent investigation was performed and the investigation has been updated. It was inadvertently reported in the initial medwatch report that the device failed pretest for vibration and making an unexpected noise. The investigation has been updated as these failures were mistakenly specified in the pre-test.